Event description:
It was reported the patient underwent tricuspid valve annuloplasty, coronary artery bypass x2 and a redo mitral valve replacement surgery due to pv leak. The valve was removed and replaced with a larger 25 mm sjm masters series valve. An echo was performed and showed no signs of pv leak and the valve was seated nicely and working appropriately. The patient was transferred to the ICU in stable condition.